Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim. This complaint is being reported because the issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored; a crack was visible on the corner of the display lens. A new test screen was inserted for testing and was found to function properly.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.